Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The patient was subjected to a surgical procedure at the right shoulder where she received a spiralock-orthocord implant. Date: (B)(6) 2008. The patient was subjected to a mr (B)(6) 2010 where it was noticed that the tendon was thickened and with impaired signal intensity without appreciable clear signs of interruption. Following a diagnosis of "right shoulder conflict syndrome with suture" the patient was subjected to a revision surgery at (B)(6) on (B)(6) 2010.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during a surgical procedure at the right shoulder, a spiralock-orthocord implanted and it was noticed that the tendon was thickened and with impaired signal intensity without appreciable clear signs of interruption.the complaint device is not being returned due to it is still implanted, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: 3200407, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:unavailable the UDI is unknown.